Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results when a customer was performing their monthly environmental swab that resulted positive on the simplexa covid-19 direct assay, but negative on competitor assays (abbot alinity and cepheid genexpert). The customer provided run files from the simplexa assay that shows the environmental swab sample (well 7, sample ID: (B)(6)) testing positive on (B)(6) 2021 with the s-gene detected at CT = 23.9, orf1ab detected at CT = 24.2, and internal control detected at CT = 26.1. The positive control (well 1) was detected without issues (s gene = 26.3, orf1ab = 26.9, rna ic = 29.5). Wells 2-6 were negative controls and blanks with the internal control detected with a CT range = 29.4 - 29.5. Well 8 appeared to be a biosafety cabinet (bsc 29) and was negative for covid with the internal control CT = 30.0. The same environmental swab (sample ID: (B)(6)) was tested on the competitor assays and results negative on both. On (B)(6) 2021 the same environmental swab sample was tested on another instrument and tested positive again with the s-gene detected at CT = 24.1, orf1ab detected at CT = 24.2, and internal control detected at CT = 26.2. It is suspected that the ds comp 2 sample was potentially contaminated with amplicon based on the earlier CT values in both s gene and orf1ab targets (CT range = 23.9 - 24.2) and the internal contol detected at cts = 26.1 and 26.2. This is unusually early compared to the positive control cts (s = 26.3, orf1ab= 26.9, ic 29.5) and the negative control/blank ic cts range = 29.4 - 29.9. Data from the competitor assays was not provided, but the detection targets of the genexpert (e, n2) and alinity (rdrp, n genes) are different than the simplexa assay (s gene, orf1ab). The sensitivity and specificity of the competitor assay is not known. Batch record review showed the critical component, reaction mix mol4151 lot# 9546n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 8734n for suspected false positive results. Retain testing is not available for mol4150 lot# 8734n because it has expired as of 04/30/2021. Decontamination of the instruments and a new environmental swab sample was recommended to the customer on 4/26/21, but the customer has not replied.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results when a customer was performing their monthly environmental swab that resulted positive on the simplexa covid-19 direct assay, but negative on competitor assays (abbott alinity and cepheid genexpert). No patient testing occurred as this was testing for environmental contamination only. No patients were impacted by the false result and no alleged harm occurred.